Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, sheath liner delamination was noted upon removal of the 14fr esheath+ after a transcatheter aortic valve replacement procedure. A 26mm sapien 3 ultra resilia valve was deployed in the aortic position by transfemoral approach. The 26mm commander delivery system balloon had an additional 2cc above nominal added. Upon valve deployment, the 26mm commander delivery system balloon ruptured. The physician attempted to withdraw the balloon into the 14fr esheath+ but was unsuccessful. The balloon was getting caught on the distal tip of the sheath. Ultimately the delivery system was unable to be recaptured into the sheath due to the non-conformity of the balloon after the rupture. The physician opted to have vascular surgery take the patient to the or for surgical removal of the delivery system. The patient remained hemodynamically stable throughout the procedure. After removal of the 14fr esheath+ from the patient, the inner lining of the sheath appeared to detach from the outer body of the sheath. It was thought that the sheath liner delamination damage was caused by withdrawal of the ruptured balloon through the sheath.

Manufacturer narrative:
The sheath delamination reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences engineering summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The sheath was discarded and not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Image of the sheath was provided from review, and the sheath liner delamination was confirmed. Additional imagery was provided, and the following was observed: tortuosity in the patient's access vessels. Per the engineering summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The esheath/esheath+ is designed in a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Commander delivery system retrieval through the esheath/esheath+ is validated. To promote maintaining sheath integrity, design requirements and drawings include sheath tip and shaft materials selection and dimensions. Mitigations include visual and dimensional inspections of the sheath components and assembly. Users are informed of the residual risks associated with the valve, delivery system and/or accessories through the potential adverse events section in the instructions for use (IFU). To help mitigate risks, edwards provides guidance and instructions on visualizing and assessing vasculature, correct device prep, and proper insertion techniques in the IFU and training/refresher training materials, including adequate hydration of components, appropriate orientation of the esheath/esheath+ seam in the vasculature, and the risk associated with excessive calcification or tortuosity. Edwards also provides how to retrieve the delivery system (with or without the crimped valve), including if the delivery system balloon is ruptured. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior similar events that were able to be confirmed indicates that patient and/or procedural factors can contribute to circumferential liner delamination of the sheath which can manifest during withdrawal of the delivery system. Furthermore, the review did not identify an edwards related defect that may have contributed to any of the events. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. In addition, non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors such as calcification, tortuosity, and/or undersized diameters near the sheath distal tip are present within the patient anatomy. As a result, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, more than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. In this case, the sheath liner delamination was confirmed. Investigation results suggest procedural factors (withdrawal of a delivery system with an altered balloon profile) may have caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.